Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The probable cause may be due to the peeling of the glue on the distal end because some external force was applied to the distal end. In addition, due to the age of the device, it is unknown whether it was affected by aging deterioration. The IFU (instruction for use) provides preparation and inspection guidelines: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the elevator channel inlet was found loose and leaking. The forceps cover glue was found peeling. The ultrasound image contained two broken elements. The angulation was reset to production standards. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a minor leak on a gastrovideoscope. The issue occurred during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.